Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm and no delivery alarms. The customer's blood glucose level was unknown. The customer states their levels had been as high as 600mg/dl. The customer states they treated with manual injections. The customer states their levels had dropped as low as 48mg/dl. The customer treated with sweet drink. The customer states the pump was exposed to magnetic field. The customer was advised the pump would be replaced and returned for analysis.